Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure while using an octaray catheter, the patient experienced pericardial effusion treated with pericardiocentesis with removal of 1l of fluid. Additionally, the patient underwent surgery, and a hole was found in the left atrial appendage treated with stitches, and clipping of the appendage. Patient required prolonged hospitalization. Initially, it was reported that there was noise displayed on some of the ECG signals, on the carto 3 system and recording system. The noise was affecting some of the precordial leads but could not confirm specifically which channels. There was no interference with the ECG cable, and the ECG clips were properly connected to the ECG electrode patches. There was no spare ECG cable available for troubleshooting. The procedure continued with the noise issue persisting. It was also reported that during the afib case, a pericardial effusion was noticed in the patient. After gaining transseptal access, and advancing the octaray catheter across the septum, the patient's blood pressure dropped. The pericardial effusion was discovered and confirmed via intracardiac echocardiography (ice). The medical intervention provided was pericardiocentesis, and over 1l of fluid was removed. Unable to confirm specifically how much fluid was removed. They also "cracked" the patient's chest and then confirmed that there was a hole in the left atrial appendage. They stitched the hole closed, and "clipped" the appendage. The patient is in stable condition. The adverse event was discovered during the use of bwi products. The physician¿s opinion on the cause of this adverse event was that the wire perforated laa during transeptal. The outcome of the adverse event was improved. The patient required extended hospitalization because of the adverse event for one night stay in intensive care unit (ICU) for monitoring. The transseptal puncture was performed with brk needle (abbott). Prior to noting the pe/CT/hole ablation had not been performed. No evidence of steam pop. The patient required cardiac surgery for the perforation of the laa. No error messages observed on biosense webster equipment during the procedure. Then, it was reported that after the procedure, it was noticed that the yellow patch sensor cable is physically damaged. One of the plastic magnetic clip connectors is cracked, and a piece of plastic has broken off. The yellow patch sensor cable kit is kt0001421. The customer¿s reported noise issue and physical damage on the yellow patch sensor cable are not considered to be MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).